Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and an mesh product was implanted. It was also reported that the patient experienced extreme pain, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient had mesh implanted in (B)(6) 2010 due to stress urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2011. The patient had removal of vaginal scar tissue on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a cystoscopy. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/8/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, and vaginal scarring. It was reported that patient underwent excision of eroded vaginal sling material and cystoscopy on (B)(6) 2012 for vaginal erosion of sling. Patient underwent transobturator tape bladder neck suspensions on (B)(6) 2012 for sui and history of vaginal erosion of suburethral sling material. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of eroded vaginal sling material and cystoscopy on (B)(6) 2012 due to vaginal erosion of mid-urethral sling. It was reported that patient underwent bladder neck suspensions on (B)(6) 2012 due to sui and history of vaginal erosion of suburethral sling material.